Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility a patient in acute myocardial infarction/cardiogenic shock on impella cp support was transferred to another facility with impella p-level of p-9 and urine appearing dark red. Labs came back hemolyzed. The patient had high afterload and was dependent on high flow from the impella pump. It was further reported that the patient also had signs of right leg ischemia despite having a 6fr. Antegrade connected to 14fr. Peelaway sideport. The right leg was cooler, appeared pale, and no pulses could be found. However, the patient had linear blood pressure. Following successful placement of an impella 5.5 device, the impella cp was weaned and explanted by vascular surgery with primary closure of artery.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The device was not returned for evaluation. The data logs were reviewed. There were no motor current spikes, suction events, position alarms or a trend in the placement signal. Due to insufficient information and lack of product returned, the root cause of the hemolysis cannot be determined. The root cause of the limb ischemia could not be determined. D4-updated model number